Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
During the inspection of the ventilator, liquid was observed on the printed circuit board. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. Presence of liquid spillage was noticed inside the device. It affected ac/dc converter. The fuses were most likely blown due to the presence of liquid on the ac/dc board. The ac/dc converter was replaced to resolve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided photo confirms presence of liquid on ac/dc converter. The part was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid entered the ventilator and what kind of liquid it was.

Event description:
Manufacturer's ref. #: (B)(4).